Event description:
Procedure: lap esophagus. According to the reporter: endo stitch wouldn't keep needle in the mount. The black unload button kept moving forward and unloading the needle. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).